Event description:
The customer reported that a monitor fell off the mounting arm and cracked the screen. No pts were injured as a result of this event.

Manufacturer narrative:
The customer reported that a monitor fell off the mounting arm and cracked the screen. No pts were injured as a result of this event. The limited available info does not support that there was any malfunction or design or labeling problem. Philips is in the process of obtaining additional info concerning this event, and complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).